Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 150 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid. Customer reported there was fluid under the display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with all buttons unresponsive due to corroded keypad traces. Unable to perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No beep anomaly or blank display anomaly noted, however moisture damage found on the electronics and motor. Pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.